Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 37 mg/dl. The customer was treated with intravenous insulin and saline and left the ER same day with no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer technical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned